Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419378 implantable pacing lead, (B)(6) 2005; 1688tc competitor implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the device reached eri (elective replacement indicator) in less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: upon analysis, normal battery depletion was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.